Event description:
It was reported that this pacemaker was found to be in safety mode. This device remains in service. However, device replacement was scheduled. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be in safety mode. This device remains in service. However, device replacement was scheduled. No adverse patient effects were reported.